Manufacturer narrative:
B2 date of death: (B)(6) 2022 used as only month and year of death were provided. E1: initial reporter facility name: the (B)(6) hospital . E1 initial reporter phone: +(B)(6) .

Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 95% stenosis and was 25 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Six days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2022, the subject died. No other action was taken to treat the event. The primary cause of death is unexplained, and it is unknown if an autopsy was performed.